Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: why do you believe that the burn it is not related to the use of the device? Patient's pain stimulating the breathing amplitude which caused the ablation probe to come out and the ablation energy release area came into contact with the skin resulting in scald. So investigator thought it¿s related to the patient¿s breathing and ablation procedure. Not related to the study device. Could you please confirm what is the severity. Of the burn? Third degree. What medical intervention was used to treat the burn? (Such as salve or stitches) used dressing and stitches but no slave. Are there any anticipated long-term effects from the burn? No long-term effects. What is the current status of the patient? The subject was discharged after rehabilitation and in follow-up status. Would additional information be available about the cause of the fever. Was this related to post ablation syndrome or other factors? We've checked with site and the surgeon replied that the fever was normal reaction after the ablation procedure. No other specific cause. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a microwave ablation procedure, the patient experienced a skin scald on chest wall. Post procedure the patient experienced fever and pain in treatment area.